Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sigmoid anastomosis, the patient had to have a reoperation on the anastomosis as there was a leak. The case was completed, and the complications were observed post-operatively. The patient also had an extended hospital stay and was placed on neonatal intensive care unit.